Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately one year post procedure, the patient experienced a stroke. The patient was placed on eliquis in response to the event. No further information was provided. It was further reported that in addition to the eliquis, the patient was also taking a baby aspirin in response to the event.

Manufacturer narrative:
B3: date of event - updated the estimated event date to 01 jan 2023 as this is the follow up comment noted this event occurred "one year later" from the procedure that occurred "two years ago". B5: describe event or problem - updated narrative. D6a: updated the estimated implant date as (B)(6) 2022 as the procedure was noted to have occurred "two years ago" in the most recent comment made in 2024.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately one year post procedure, the patient experienced a stroke. The patient was placed on eliquis in response to the event. No further information was provided.

Manufacturer narrative:
B3: date of event - estimated the event date as (B)(6) 2024 as this is the year the comment was made. D6a: estimated the implant date as (B)(6) 2023 as this is approximately one year prior to the estimated event date where the commenter noted that the event occurred a year after the procedure.